Event description:
The patient presented for a routine device check and a warning for low right ventricular (rv) lead impedance was observed from several months prior. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sedr01 ipg, implanted: (B)(6) 2012. (B)(4).